Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient had experienced a high blood glucose event on (B)(6) 2026. The reported blood glucose value was 500 mg/dl. The infusion set had been inserted in the abdomen. The high blood glucose remained elevated for greater than four hours. The treatment for the high blood glucose was insulin administered by pen. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.